Manufacturer narrative:
The insulin pump received protruded/loose drive support disk. The insulin pump alarmed during prime test due to protruded/loose drive support disk. The insulin pump had a missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump gave an alarm and squirted insulin during the manual prime. Troubleshooting was performed, and the drive support cap was protruding. Confirmed that the customer had not pressed on the cap while wearing the insulin pump. Advised the caller that the insulin pump would be replaced. Nothing further was reported.